Event description:
The pt was implanted with a smooth saline mammary prosthesis on 3/31/95, subsequently the device deflated and the pt experienced pain and anxiety. The device was removed on 8/28/95.